Manufacturer narrative:
Device evaluation: result - one 32g x 4mm pen needle sample and 2 photos were returned from the reported lot number 5139417, cat 320136. A visual examination was carried out on the returned sample and photos and it was observed that the IV end cannula was broken. No quality notifications or noe's related to this fail mode were raised during manufacture of this lot. A review of the device history record was carried out. Calibrated critical process settings were reviewed and no issues were observed. Operator process inspections were reviewed and no issues were observed. Qa in process inspections were reviewed and no issues were observed. Final inspections were reviewed and no issues were found. A review of the maintenance log for the assembly line showed no maintenance which could have influenced this fail mode was performed on the lines during production of this lot. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode as the visual examination showed broken cannula IV end. There are two possible fail modes for needle broken patient end: misuse: if the user inadvertently bends the needle prior to use and attempts to re-straighten the cannula, the cannula may weaken, and can subsequently break upon use. Manufacturing related: the potential cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle either penetrating the shield, or becoming folded over within the shield. If the user tries to straighten the cannula back before use, the cannula may weaken, and can subsequently break upon use. Samples which have manufacturing related fail mode normally exhibit indentation on the hub due to the needle being pushed into the plastic hub material. When examined under 10x magnification, no indentation was present on the hub, meaning the most probable root cause was misuse.

Manufacturer narrative:
(B)(6). Device evaluation - a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the patient was injecting into the induration of her abdomen, the suspect device's needle broke off in the site. She went to the hospital. The site was palpated and she had an x-ray but the needle was not detected. The patient had not checked the needle before to use so it is unknown if the needle was broken prior to the injection. No further medical interventions were performed.